Event description:
It was reported that the patient presented remotely. Upon review of the transmission, the implantable cardioverter defibrillator (ICD) delivered inappropriate therapy had been delivered for supraventricular tachycardia (svt) due to under-sensing. No intervention was performed. The patient's condition was unknown.